Manufacturer narrative:
Additional comments by the physician stated the bleeding is related to extracorporeal membrane oxygenation and the patient¿s predisposed coagulopathy issues with underlying congenital condition. However, there is not enough evidence to exclude the impella device as a contributing factor in the patient¿s outcome. Product status: the impella device was not received from the customer; there is uncertainty what happened with the device after the patient's demise. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device as elective placement for mechanical circulatory support and then subsequently experienced bleeding and expired. The patient was a transfer in for advance care and found to be in cardiogenic shock with severe aortic insufficiency, mitral regurgitation, tricuspid regurgitation, and pulmonary stenosis. The patient underwent aortic valve replacement (avr) and pulmonary valve replacement (pvr). During this surgery, surgeons also found a left main stent was in the aorta and was subsequently removed. After this stent removal, the left main was found to be patent, and coronary artery bypass graft surgery was not required. Post avr and pvr, the impella 5.5 device was successfully implanted via the right axillary artery. The impella support was initiated on performance level p-2, the patient slowly weaned from cardiopulmonary bypass (cpb), and the impella was then dialed up to p-8. Flows were approximately 4.7lpm with inlet placed approximately 5.2 cm from the aortic valve annulus and midventricular. Shortly after coming off cpb, impella suctioning occurred. Right ventricular failure was noted on echocardiogram, and there was a concern for failed pulmonary valve replacement. A decision made to reconfigure to venous-arterial extracorporeal membrane oxygenation (va ECMO). The patient continued to have excessive bleeding and required multiple blood products. The patient was eventually transferred to the unit on impella and ECMO support. However, approximately one day later, the patient was noted to have expired. Care was withdrawn.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, peri-procedural adverse event, bleeding: the root cause was most likely patient condition since the patient was coagulopathic. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.